Event description:
A malfunction alarm occurred with the pump, identified with fault ID 16-0x20e6, and it was not resettable. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to use multiple daily injections as a backup therapy to ensure insulin delivery continued. Technical support also confirmed the shipping address, guided the customer to put the pump into storage mode, and advised on returning the pump within 10 days using a pre-paid label. A replacement pump was arranged to be sent to the customer.